Event description:
During a laparoscopic gastric bypass procedure, the device did not fire completely on 1 side of the staple cartridge. The case was completed with an ace device and suturing. There was no pt consequence.